Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned waveone gold primary files 25mm are both broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1581632). Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a waveone gold file broke during use. The outcome of the event is unknown as of this MDR evaluation.